Event description:
Device report from synthes reports an event in switzerland as follows: it was reported by a surgeon that a breakage issue with variable angle (va) 2.7 mm/3.5mm distal tibia plates and corresponding va 3.5 mm screws was noted. Number of cases, devices and patient status is unknown. Further it was reported that the compliant is not about one specific plate and screw breakage is usually discovered post op during the controls with x ray. This is report 2 of 2 for (B)(4). This report is for an unknown va screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is september 30, 2019. H6: patient code 3191 used in initial report to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma / unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that stainless steel va dist tibia plate 2.7/3.5 has a problem with the screws, also experiencing lot of problem with bokel va 3.5 screws. Patient outcome is unknown. This is report for 02 of 02 of (B)(4).